Event description:
The patient's explanted devices were received for analysis. Analysis is underway but has not been completed to date.

Event description:
Additional information was received the patient began to have a cough around the time pain was reported at the generator site when low impedance was found. It was stated the cough had progressively gotten worse. It is unknown at this time whether the cough is related to stimulation and there has been no known intervention. It was reported that patient received a full system replacement. During the surgery, troubleshooting was performed on the explanted generator by placing the single pin in and interrogation showed low impedance as previously obtained. A new system diagnostics was performed which showed normal lead impedance. The narrowed down the suspected issue was with the lead. The physician examined the lead and found the sheathing was split and exposed the wire about midway on the lead. The explanted lead has not been received to date.

Event description:
Product analysis for the generator was completed and approved. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved. An analysis was performed on the returned lead portion and a condition was observed that could potentially contribute to the reported low impedance. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis an abraded opening was observed on the outer silicone tubing and the area appeared to be twisted. An abraded opening was observed on the connector ring inner silicone tubing and both inner silicone tubes appeared to be torn in half with both quadfilar coils exposed, in this area. The exposed conductive coils may be a contributing factor. The abraded opening and incision mark found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the torn in half inner silicone tubes observed in the area of the abraded opening. With the exception of the abraded opening and exposed quadfilar coils, the condition of the returned lead portion is consistent with those that typically exist following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Event description:
It was reported that the patient¿s device was showing low impedance. The patient has had pain in his chest ever since he started showing the low impedance. Patient had x-rays and radiologist noted that there was nothing wrong with the vns device. No additional relevant information has been received to date. No known surgical intervention has occurred to date.